Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred after the pump "got a little wet". The alarm was unable to be cleared as the customer could not turn the pump off using the wake button. Blood glucose was in the 200 mg/dl range. Reportedly, the customer replaced the pump.